Event description:
It was reported that the patient experienced a hypoglycemic episode of unclear cause while using the device, confirmed through a blood glucose questionnaire showing return to normal range after oral glucose administration, with no device alerts or alarms reported and troubleshooting and education completed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of hypoglycemia without hospitalization. Investigation included case review and user troubleshooting guidance. Investigation of this case revealed no device malfunction or component failure, and no abnormal alarms were identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.